Event description:
It was reported a leak occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds) and a watchman access system (was) double curve. During the procedure, it was noted that the valve was leaking blood. The device was replaced to complete the procedure. No further information on the status of the patient is available at this time.

Manufacturer narrative:
Initial reporter phone: (B)(6).

Manufacturer narrative:
(B)(6).

Event description:
It was reported a leak occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds) and a watchman access system (was) double curve. During the procedure, it was noted that the valve was leaking blood. The device was replaced to complete the procedure. No further information on the status of the patient is available at this time. It was further reported that the leak was encountered when the physician inserted the pigtail catheter into the was. It was noted the hemostatic valve was difficult to close and approximately 100ml of blood was lost. The patient was stable following the procedure.